Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 80 mg/dl, nausea, dizziness and weakness. Cause was not known. Customer consumed carbohydrates to address bg. At the time of call with customer technical support, the customer had not yet been released. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.